Event description:
It was reported that the patient was taken to the emergency room due to ventricular tachycardia (vt) and required external cardioversion to terminate the episode. It was noted that the vt was initially in the 130s but accelerated to the 150s. An interrogation of the device showed no episodes had been detected. It was questioned why the device did not detect the episode and concern was expressed that the device was undersensing. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0157 competitor implantable tachy lead: (B)(6) 2004. (B)(4).